Event description:
It was reported that the customer's insulin pump alarmed no delivery. The last blood glucose reading was 121mg/dl. It was stated that the customer was hospitalized three months ago due to high glycated hemoglobin. The fixed prime test was performed and passed. The caller mentioned having air bubbles between the first and second o-rings, but no leaks noted. It was stated that the customer did not report the no delivery alarms earlier and the reason of the alarms was unknown. Then the customer stated that the device alarmed no delivery again during bolus while still inserted in the thigh. Advised the caller to change the site and the issue was solved. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-02507.